Manufacturer narrative:
A getinge field service technician (fst) was sent for investigation and repair on 2023-01-25. The flow/bubble sensor was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that the flow/bubble sensor was defective. The lpm flow measurements upper limit was out of specification. The failure occurred during service. The device caused the complaint and was not able to work as per factory¿s specifications. A getinge field service technician (fst) was sent for investigation and repair on 2023-01-25. The flow/bubble sensor was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. Since no detailed information regarding the failure and testing of the device were provided, no exact root cause could be determined. However, a similar issue was already investigated by the getinge life cycle engineering (lce) on 2020-01-14. According to the lce there are to many factors influencing the flow measurement during service. It should be noted that any reference flowmeter has an individual scatter of its measuring accuracy. For this reason it is possible that the same test with a different reference flowmeter would have a different result within specifications. Based on the results the reported failure "lpm flow measurements out of specification" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
A getinge service technician will investigate the affected cardiohelp. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
A defective flow/bubble sensor was reported. The lpm flow measurements upper limit was out of specification. No harm to any person has been reported. Complaint ID: (B)(4).